Event description:
It was reported that several months post procedure, the pt had experienced unknown symptoms in their arm. After an angiogram, it was noted that the stent was found to be fractured. The stent was placed in the subclavin artery, proximal-before the take off. Some stenosis was noted inside the stent; however, no intervention is planned. Reportedly, the pt is doing fine. No add'l info was available.